Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately four years ago. The patient had a paravisceral aorta that progressively enlarged and elongated from 4.6 - 6.3 cm and the aortic volumes also increased. Approximately eight months ago, the patient first underwent abdominal visceral de-branching and three additional unknown stent grafts were implanted. A post tevar intravascular ultrasound and angiography demonstrated exclusion of the previously persistent area of perfusion in her paravisceral aorta, patent grafts and excellent stent to stent and stent to vessel apposition. Recuperation was complicated by a urinary tract infection that was treated with antibiotics. Patient was sent home in stable condition a few days later. No additional clinical sequelae were reported. The investigator's assessment regarding the patient's aneurysmal enlargement and elongation were not noted. The patient's urinary tract infection was procedure related and not device related.

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (infection); inherent risk of procedure (aneurysm expansion). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).